Event description:
It was reported the pt was experiencing heating at the ipg pocket. The pt reported she does not use the stimulation regularly, and charges once a month. Follow up regarding the issue found the pt was charging more frequently, and it was reported the issue had resolved.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.